Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, the patient underwent a total laparoscopic hysterectomy on (B)(6) 2012 in which a morcellator was used,and on (B)(6) 2012 she went in to the emergency room with symptoms of a urinary tract infection and CT and MRI revealed large masses in her pelvis thought to be leiomyomas. On (B)(6) 2012 she underwent an exploratory laparotomy and found masses, one attached to her abdomen wall and another attached to her colon. A year later after series of chemotherapy the cancer was back and she passed away on (B)(6) 2015.